Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.